Event description:
It was reported that an ilet would not power on unless connected to a charger, leading the user to revert to multiple daily injections; the device later powered on after being placed on a charger, and no alarms or facility care were reported. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component could not be determined due to insufficient information. Symptoms included insufficient information regarding specific clinical effects. Outcomes included insufficient information regarding the impact on health, with no serious adverse events reported. It was concluded, based on previously established findings for similar reports, that the cause was not established.